Event description:
It was reported that a drop in impedance of the left ventricular lead was observed after a routine device change. A loss of capture was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.